Event description:
The customer received questionable benzodiazepine plus results for two patient urine samples. Both patient results were positive on an initial quick screen (unknown method), but were negative when run on the cobas c502 analyzer. The samples were sent out for gcms testing and the result for patient 1 was >4000 ng/ml. The gcms result for patient 2 was 3295 ng/ml. Patient 2 was retested on the cobas c502 and the result was negative. The specific date of testing was not provided. Patient 2 was initially tested on (B)(6) 2015. The patient was an (B)(6) male. The initial negative results were reported outside the laboratory. The results by gcms were believed to be correct. The patients were not adversely affected. The reagent lot number was 60724801. The expiration date was requested, but was not provided. The field service representative could not find a cause. He checked the cell rinse, probe rinsing, and probe alignment. He adjusted the gear pump pressure as it was a little low. He repeated one of the samples that originally tested negative and the results was still negative. He successfully ran a precision check.

Manufacturer narrative:
The investigation found the assay performed according to specification. The patients were taking temezepam which is very often present in urine in form of temazepan glucuronide and therefore not detectable by the benzodiazepine assay without treatment with glucorinidase.